Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery did not charge when plugged into a power source, the wake button stopped functioning, and the pump was continuously beeping. Reportedly, the pump unexpectedly shutdown. Ultimately, the pump powered on and the reported issues resolved. Customer's blood glucose level was 120-200 mg/dl.